Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, they experienced low po2 and venous saturation upon initiation of bypass with the oxygenator. The product was not changed out. There was a delay of 5-8 minutes on start of bypass surgery. There was no harm to patient. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).